Event description:
A customer contacted beckman coulter inc. (Bci) stating that they found a zap-oglobin ii lytic reagent container that contained splattering red marking, when unpacking a shipment. The customer reported possible blood splashed onto the product labeling. The customer reported that since the label was dry when found, it was put into a plastic bag before scrapping it. The customer confirmed that the other products packed with this item did not have this symptom. There was no blood exposure to eyes, mouth, or open wounds.

Manufacturer narrative:
Bci manufacturing has confirmed that there is no opportunity for blood contact during the manufacturing process (filling, capping, labeling, or kit packaging) of the zap-oglobin ii lytic reagent. Blood controls and calibrators manufactured at (B)(4) are filled, capped, labeled, and the kits packaged at separate buildings from where the reagent is produced. Incoming department has inspected samples from current inventory and no labels exhibited the splattering marking on them. Service was not dispatched for this event.